Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent altitude alarms. Reportedly new cartridges were loaded to resolve the issue. Additionally, it was reported that a cartridge alarm 25 occurred due to the customer removing the cartridge from the pump outside of the load sequence. Tandem technical support informed the customer of the proper load technique. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual dose injection was given to address bg.